Event description:
It was reported the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed a watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed and did not meet release criteria for which a full recapture was attempted. However, difficulty was noted when recapturing the device. The anchor of the device scraped the metal ring on the distal end. The closure device was eventually recaptured and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed a watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed and did not meet release criteria for which a full recapture was attempted. However, difficulty was noted when recapturing the device. The anchor of the device scraped the metal ring on the distal end. The closure device was eventually recaptured and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the returned device consisted of a watchman delivery system with the implant in the sheath. The implant was deployed during the analysis. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed numerous kinks in the sheath, tip damage (tricuts flared and bent/abrasions/markerband dented), sheath damage (abrasions), and anchor damage. Inspection of the rest of the device found no other damage or defect. Functional testing of the implant could not be done, due to the markerband damage. The markerband was dented inward towards center and prevented the implant to be recaptured. The reported recapture difficulty could not be confirmed.